Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a routine device check. Interrogation of the device showed an episode of vt. Atp was delivered. Review of the egm revealed svt. It was suggested having patient wear a holter monitor. The patient is doing fine.